Manufacturer narrative:
Investigation summary: bd received 1828 samples and 5 photos for investigation. The same customer photos were evaluated under a related complaint, therefore, they will not be analyzed in this report. Ten of the returned samples were randomly selected and subjected to functional tests; all samples passed, with no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. In addition, 10 retained samples underwent functional tests, and all samples passed without any evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage. All process and final inspections comply with specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred on an unspecified number of units. No adverse impact was reported regarding the patient or user.